Manufacturer narrative:
Other applicable components are: product ID: neu_recharger_acc, product type: recharger.

Event description:
Information was received from a patient regarding their neurostimulator implanted for spinal pain. It was reported by the patient that their implantable neurostimulator (ins) was taking too long to charge. The patient stated that they charged for 12 hours the day before the call, and their ins was still not charged completely. The ins was almost empty when they started charging and the patient said they were able to get 6-8 coupling boxes when she charges. They had their settings "charged" about 3 months ago and does charge with stimulation on. Patient services had the patient initiate a recharging session and the patient reported that the device was 75% charged and the implantable neurostimulator recharger (insr) was not working. The patient was re-directed to their healthcare provider (hcp). Additional information was requested from the hcp and the patient to obtain the root cause and outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.